Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios, omnipod software app version: 1.1.6, smartphone operating system: 18.5, smartphone hardware: iphone15.4, cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. Patient's blood glucose levels decreased to 23 mg/dl while wearing the pod on the arm for between 4 and 24 hours. The patient was unresponsive and was rushed to the hospital. Patient's father stated there no was device malfunction but hospitalization was due to the patient accidentally over-bolusing. A nasal glucose injection and drinks were provided for treatment. Lab work was also performed at the hospital. The patient was released after 12 hours.